Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device malfunctioned, was shredding clips and clips got stuck in the jaws. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Lockout fired through. Account contacted ees with additional information on (B)(6) 2010: the device misfired. The clips were malformed rather than shredded. Another device was used to complete the procedure. There were no patient consequences reported. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.